Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer found that the station was stuck on the basic input/output system log on screen. The station was powered down, and the backup battery was disconnected. The battery was then reconnected, and the station was powered back on. The application launched properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a black screen prompting for a password, and remote smart service (rss) was offline. The user had been attempting to recover a failed cubie, but after the reboot, the station remained stuck on this screen. Several additional reboot attempts did not resolve the issue.however, there were no delays, adverse events or injuries reported based on this event.